Event description:
The following info was received from the field: prior to the start of a coronary procedure a defective leak at the hub of the cypher stent was noted. The product was not clinically used in the pt. There was no injury to the pt.